Event description:
During baxter's functionality testing it was found that a spectrum pump had mismatched serial numbers. The serial number on the mechanism does not match the internal serial number listed in the device history record. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). During baxter's evaluation, the mismatched serial number was confirmed through the physical inspection and review of the device history record. Evaluation found that the serial number found within the pump's software was not the same as the serial number found on the mechanism of the pump. This indicates that unauthorized repairs were performed on the pump which could compromise all internal electrical components. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, a service personnel who employ sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." The device is irreparable and has been retired.